Manufacturer narrative:
The event was reported under the MFR#2955842-2025-45540 that was created under pr (B)(4). Please refer to MFR#2955842-2025-45540 for additional information.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm monopolar curved scissors (mcs) instrument lost its tip cover accessory and, despite being replaced with a new one, it has been necessary to remove the instrument. The instrument got stuck inside the patient in a bent position, avoiding its removal. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the date in the report is not the awareness date, it is the date on which the customer opened the issue on the moh website, but we have no visibility on it, and we were informed about this incident on october 20th.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.